Event description:
It was reported that the pump has a high pressure alarm. Patient denies any tubing kinks or closed clamps. He reports that he flushed the IV earlier and he had no resistance. Attempted restart but alarm returns. Alarm silenced, tubing clamped and cassette removed. Cassette tapped on hard surface and reattached. Tubing unclamped, pump restarted but alarm returns. Battery removed. Patient will disconnect, flush and clamp. Patient will proceed to clinic this morning for further assistance. No further questions. Patient not affected. No patient injury. No additional information available.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d3, g1,2 email is: regulatory.responses@icumed.com, d4: UDI, model number, and g5 are unknown . No product was returned. The investigation determined the most probable cause to be the downstream occlusion (dso) sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.